Event description:
The customer reported an aspiration failure and the system did not recognize the handpiece. A posterior capsule tear occurred. The surgeon completed the case as planned. The pt's condition is good.

Manufacturer narrative:
The customer returned one cassette, two phaco tips, and an infusion sleeve. The samples were tested and no system messages, fluid, or air leaks were found. The samples passed functionality testing. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.